Event description:
It was reported that a physician's (B)(4) handheld device would give him an error message stating "error executing sql". When the physician's programming wand was used with a company rep's handheld to interrogate a demo generator, there were no issues or error messages obtained. The physician was sent a replacement handheld and the (B)(4) handheld in question along with flashcard was returned to the MFR for analysis. There were no issues with the handheld that would impact device performance. Analysis of the flashcard revealed that the cause for the sql errors was associated with a corrupt database. The root cause for the database corruption could not be determined. Additionally, it was identified that six archive databases were corrupt. Since the vns software does not utilize the archive databases, they did not have an impact of the software performance. Once the databases were replaced with new databases, no further anomalies were noted during testing using the ac adapter or the main battery with a full charge.